Event description:
It was reported that a balloon rupture and detachment occurred. The patient was undergoing a fistuloplasty. An 8.0 x 150, 75cm mustang¿ balloon catheter was advanced into the arm. Inflation was performed from the brachial artery extending to the brachiocephalic artery. The balloon was inflated twice at its rated burst pressure at a duration of 10-15 seconds and then removed out of the sheath. A non-bsc balloon catheter was then advanced to open a short focal stenosis, but it was unsuccessful. Subsequently, the mustang¿ balloon was reinserted and inflated. However, the balloon ruptured and seemed to tear circumferentially. Upon removal of the device, the distal end of the balloon had inverted and ripped off and remained in the patient. The patient was sent for emergency surgery to remove the balloon and complete a brachial auxiliary bypass. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).